Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her sensor was alerting that she had a low reading, while her blood glucose was 200 mg/dl. This caused her insulin pump to go into a threshold suspend state. She was able to give herself a bolus. The customer stated that the sensor did not appear to be damaged upon removal. She stated the sensor tape was not sticking well to her abdomen and that may be causing issues. The customer stated there was another similar event in which her sensor reading was below 60 and her finger stick measured 240 mg/dl. The customer explained her threshold suspend was set to 80. The sensor was turned on to verify, and threshold suspend was set to 65. Nothing further was reported.